Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patient's own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant nonconformances. Additionally, a lot history review was performed and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. Upon investigation and additional internal review, it was determined this complaint was opened in error. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the edwards device. Additionally, the information provided did not reasonably suggest there was a malfunction of the edwards device nor did the information provided suggest the use or misuse of the edwards device has caused or contributed to the patient's death.

Event description:
Upon investigation and additional internal review, it was determined this complaint was opened in error. Despite attempts to obtain further information regarding this event, no additional information was received. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the edwards device. Additionally, the information provided did not reasonably suggest there was a malfunction of the edwards device nor did the information provided suggest the use or misuse of the edwards device has caused or contributed to the patient's death. It was reported via psc that a patient with a 31mm 11400m mitris valve expired on pod #4. During the valve implantation procedure, the patient experienced cardiac arrest. Postoperatively, the patient developed kidney and liver failure on pod #2 and subsequently expired on pod #4. The documented causes of death were cardiogenic shock, severe mitral valve regurgitation, and mitral valve endocarditis.

Event description:
It was learned via psc that a patient with a 31mm 11400m mitris valve went into cardiac arrest after implant while still on the bypass machine. While admitted, the patient also went into kidney and liver failure. On pod #2, the patient was transferred to another facility and died on pod #4 due to cardiogenic shock, severe mitral valve regurgitation, and mitral valve endocarditis.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.